Event description:
After a device had been fired in a laparoscopic lower anterior resection procedure, it was observed that the anastomosis was incomplete due to the absence of 1 or 2 staples. The anastomosis was made complete by oversuturing the affected area. Patient's condition was not adversely affected by the event.

Manufacturer narrative:
The stapler was returned without the anvil. Visual inspection of the anvil would have allowed a determination as to the presence or absence of staples during firing. A new anvil was attached; the stapler was reloaded and then fired. A complete cut and acceptable staple formation was the result. Thus the root cause of the event could not be determined. Evaluation summary: device was reloaded with staples and anvil was attached into the trocar. Unit calibrated normally, opened fully, closed for firing range, fired staples into four layers of red colon foam, and staple formation was acceptable. All staples formed "b" shape and the donut was completely cut. Without the anvil to access staple pockets, we cannot determine if the 1-2 staples were present or not.